Event description:
It was reported that the device ran on its own during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device ran on its own during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.